Event description:
A malfunction alarm with code malf 24 was reported, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact. Technical support resolved the issue by arranging to send a replacement pump with updated software, instructing the customer to use an alternate form of insulin therapy (mdi) in the meantime. The customer was provided with instructions for returning the malfunctioning pump and acknowledged all steps required upon receiving the replacement.